Manufacturer narrative:
This MDR was reported in error due to an incorrect reportability decision. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 20 mmol/l . The customer's current blood glucose was 17 mmol/l. The customer reported that the site cannula was slightly curved to one side. The customer reported cracks in pump in two locations. The customer reported that the large crack is present on top right corner near back of battery compartment and there is a smaller crack is on the screen. Troubleshooting was performed related to the customer's high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.